Event description:
It was reported before us of the bd vacutainer® flashback blood collection needle there was foreign matter in the tube(s) biological and non-biological. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "before use, black foreign matter was found adhering to the product."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 18-may-2022 h6: investigation summary bd received 2 samples and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The foreign material was analyzed with fourier-transform infrared spectroscopy (ftir) and the material was found to be polypropylene. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode for foreign matter was attributed to the manufacturing process. H3 other text : see h10

Event description:
It was reported before us of the bd vacutainer® flashback blood collection needle there was foreign matter in the tube(s) biological and non-biological. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "before use, black foreign matter was found adhering to the product."